Event description:
As reported by a hospital in (B)(6), when an indwelling PICC was being flushed, the nurse noticed that it was leaking at the junction of the catheter and the suture wing/hub. The catheter was removed and replaced. There was no pt injury/complication. The used device will be returned to navilyst medical for evaluation.

Manufacturer narrative:
It has been indicated that the used catheter will be returned for evaluation, however it has not yet arrived. Upon receipt of the catheter and completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Manufacturer narrative:
The expected used device sample was lost in transit to navilyst medical. In lieu of a reported lot number, a ship history report (shr) was generated for item number (B)(4) in order to determine the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The august 2015 (B)(4) complaint report was reviewed for the bioflo PICC product family and the failure mode "catheter leaked - removed." No adverse trend was identified. Without receiving product for evaluation, the reported event is unable to be confirmed and a root cause unable to be determined. Manufacturing process controls for the bioflo PICC catheter include visual inspections, dimensional verifications, and tensile testing of the molded luer. Additionally all catheters are tested with a guidewire to verify patency and then 100 percent leak tested to ensure that the catheters do not leak. Specific inspection is also performed on the insert molded suture wings. ((B)(4))